Event description:
It was reported that,"during inservice, we were removing screws from screw block and during removal of screw from block, the screw extractor tip broke."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.